Event description:
Customer complained about sensor reading discrepancies. Customer reported that the sensor was reading 52 mg/dl and the insulin pump went into threshold suspend but his blood glucose was 120 mg/dl. Customer resumed basal and felt fine. Earlier blood glucose value was 256 mg/dl. Customer stated there was some bleeding at the insertion site. He applied some pressure with pad and stopped bleeding. He stated that this is not the first time the threshold suspend alarm triggers. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.